Event description:
It was reported that "manta device would not enter into bypass tube. When forced into bypass tube, the device then didn't click into place". Additional information was requested from the account.

Manufacturer narrative:
(B)(4), one unit of manta, dilator, sheath, and depth locator were returned. The manta was locked into the sheath. Blood particulates were noted on all units. Units were decontaminated and inspected. Lever of the manta was not engaged. The sheath was disengaged with manta to expose the button valve. The valve was torn with minor displacement from its position. The device lot history record review for lot number mn2201493 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following a tavi, a 14f ce manta was deployed for closure to the measured deployment depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not cover the manta anchor and enter the hemostatic valve and was unable to click in place. The first 14f ce manta sheath and device were removed. A second 14f ce manta device and sheath were opened and deployed, completing the closure. The IFU: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device, and note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "manta device would not enter into bypass tube. When forced into bypass tube, the device then didn't click into place.". Additional information was requested from the acccount.